Event description:
Kendall healthcare rec'd a phone call on 9/18/00 reporting an alleged product defect with the monoject 401 metal hub needle. The customer thrust the hand into a new box of needles and sustained a needle stick on an unsheathed needle. The customer alleges that there was "fuzz" on the tip of the needle.